Event description:
Additional information was provided that the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this patient's new implantable cardioverter defibrillator (ICD), high out of range shock impedances of greater than 125 ohms were observed. It was noted that shock impedances were approximately 101 ohms with the previous device. Boston scientific technical services (ts) advised testing shock impedances in triad configuration and then performing a save to disk and memory dump. No adverse patient effects were reported.